Event description:
The physician was attempting to use a total across crossing catheter in treatment of instent restenosis in the superficial femoral artery. The device was prepped and flushed prior to use with no issues noted. The lesion exhibited slight calcification. The device was been used with a mating guide wire (gw) and 6fr introducer sheath (is). The is and gw were inspected prior to use with no issues noted. No difficulties noted advancing the device over the gw. During the operation via ipsilateral approach the gw and the total across crossing catheter were attempted to be passed thorough the lesion site, but gw was unable to be passed through the lesion. When the physician attempted to remove gw for replacement with another wire, the gw was stuck inside the total across and unable to be removed. The gw was removed together with the total across without resistance. A new non medtronic device was used as replacement to complete the operation. The device became damaged during the procedure. There were patient injury or other clinical sequelae reported for this event.

Manufacturer narrative:
Evaluation results: root cause is undetermined. Evaluation conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
Related to operational context -no issues noted during device inspection and preparation prior to use. The possibility exists that, once in the lesion site, the distal part of the guide wire outside the device was damaged and became stuck on the catheter after the retraction of the guide wire inside the device. Deformation problem: operational context caused or contributed to the event -no issues noted during device inspection and preparation prior to use. The possibility exists that, once in the lesion site, the distal part of the guide wire outside the device was damaged and became stuck on the catheter after the retraction of the guide wire inside the device

Event description:
Evaluation summary: a visual inspection and a tactile inspection were carried out on the device. The total across was found slightly bent in the hypotube and compressed in the laser cut hypotube in the transition between the laser cut hypotube and the full hypotube. It was noted the spirals overlapped. The device was stretched in the distal end of the laser cut hypotube. Device tip was deformed. The guidewire was stuck in the device and it was not possible to withdraw it. Once the device was cut in the transition between the full hypotube and laser cut hypotube it was possible to withdraw the guidewire. Polyamide was collapsed on the guidewire. Moreover the tip of the guidewire was found damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.